Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a quality control sample in association with the vitek® ms instrument. The customer reported that on (B)(6) 2017 a strain of isolates originating from the regional nature control test, was identified as aeromonas hydrophila/punctata (caviae) with vitek® ms v2.0. In (B)(6) 2017, the same strain isolates were identified as aeromonas sobria/aeromonas veronii with vitek® ms v3.0. The customer stated the aeromonas sobria/ aeromonas veronii result was correct. The customer stated there was no patient affected as the event was a quality control test. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: regarding the data received the most probable identification is aeromonas sobria/veronii. However, as the strain was not available for further investigation, it is not possible to confirm the identification. The result discrepancies observed between vitek® ms knowledge base (kb) (B)(4) and kb (B)(4) are due to an improvement made to vitek® ms kb (B)(4) regarding aeromonas species. Aeromonas sobria is part of the kb (B)(4) and since kb (B)(4), the organism was identified by a slashline result as aeromonas sobria/veronii. This modification was made in order to improve the vitek® ms performance and avoid any identification issues. The results obtained by the customer with vitek® ms are described below: with kb (B)(4): aeromonas hydrophila/caviae. With vitek® ms kb (B)(4): aeromonas sobria/veronii. In addition, the kb user manual, ref. 161150-556-b for vitek® ms clinical use (B)(4) mentioned the following limitations regarding aeromonas species: aeromonas hydrophila/caviae and aeromonas sobria should be considered as an aeromonas species group identification. Subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species. This species is associated with a high level of unidentified results. The most probable root cause of the identification issue encountered is the non-optimal spot preparation and a system limitation (regarding aeromonas species for vitek® ms kb (B)(4)). In order to optimize the performances on the vitek® ms system, our local biomérieux representative will provide the customer training materials to improve spot preparation technique.